Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 300 mg/dl. A pump system check was performed. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. A new cartridge was loaded and insulin was observed exiting the tubing. The customer changed the infusion set site and delivered a correction bolus to address the bg level.